Event description:
It was reported that during the procedure, prior to introduction into the body of the patient, the guidewire was unable to advance within the left ventricular (lv) lead. The lv lead was not implanted and was replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The reported events were failure to advance guidewire and ¿lumen inside too narrow or closed¿. As received, a complete lead without a guidewire was returned in one piece for analysis. The s-curve hump height was measured within specification. The reported event of failure to advance guidewire was confirmed. Visual inspection found bunching of the inner coil at the distal region. The cause of the reported event of failure to advance guidewire was isolated to bunching of the inner coil at the distal region consistent with procedural damage. The reported event of ¿lumen inside too narrow or closed¿ was not confirmed. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage.